Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 ipgs; however, it is unknown which ipg, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: eon mini ipg, model: 3788ans, serial: (B)(4). Batch: 3929553.

Event description:
It was reported that patient's right side ipg became inoperable and was unable to communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.